Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was not known. A correction bolus and correction injection were delivered to address bg. The customer then declined assistance from tandem technical support regarding the issue. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.